Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing on the ventricular channel. Low amplitude was observed as well. No adverse patient effects were reported. At this time, this device system remains in service.